Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (delivered high energy pulse) has been confirmed. As received, the monitor delivered a high pulse during incoming pulse testing. The cause for the pulse test failure was isolated to a defective q10 transistor on the defibrillator pca. The root cause for the defective q10 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a high energy pulse during pulse testing.